Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 400 mg/dl. The customer stated that she removed the battery and put it back in and now its just frozen saying button error. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage on the keypad trace. No frozen screen. No button error alarm. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.